Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient¿s uncle that on (B)(6) 2026, while traveling in (B)(6), insulin leakage was observed after approximately 24-36 hours of pod wear on the abdomen. This issue led to the patient¿s blood glucose increasing above 495 mg/dl. The patient developed symptoms including stomachache, vomiting, fever, and fatigue, which prompted the family to seek medical attention. The patient was subsequently transported to the emergency room, where she received treatment including intravenous insulin, fluids, nutrients, and anti-fever medication. The patient remained under observation for approximately three hours and was released the same day. The uncle noted that the pod had been purchased in israel, while the incident occurred in palestine. The pod involved was discarded and is unavailable for investigation.